Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hgb676; batch hhb251; batch hje127.

Event description:
It was reported that the patient underwent cesarean section on an unknown date and topical skin adhesive was used. Four days post-operatively, the patient experienced an infection and skin adhesive was peeled off and antibiotic administered. Inflammation spread over the area and 8 days later a culture test was performed and bacteria was not confirmed. Contact dermatitis was suspected and the patient was discharged on (B)(6) 2014. The patient is undergoing outpatient treatment and the incision has not closed. When the incision closes, the patient will undergo plastic surgery to remove extra scar, perform debris and reconstruct the dermis.

Manufacturer narrative:
It was reported that the incision was not closed at the time of the patient's discharge. Reconstruction will be scheduled after granulation forms. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: hgb676 mfg date: 06/06/2014, exp date: 05/31/2014. Hhb251 mfg date: 07/02/2014, exp date: 05/31/2014. Hgb676 mfg date: 08/08/2014, exp date: 07/31/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.